Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to faulty charged coupled device, cable and connector. Reasonably known information suggests probable causes of the alleged failure is due to degradation. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no picture. The issue was found during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm.